Event description:
A dialysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. The pt was asymptomatic and the problem was discovered only when pt weighed post treatment. Based on the weights reported and what the machine had indicated was removed, there was a weight loss variance of approximately 1.2kg. There was no serious injury or illness.